Manufacturer narrative:
02-aug-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads have no longer been staying securely attached - oral-b [device connection issue], brush heads [...] Slip off from the hand piece mid-brushing - oral-b [device breakage]. Case narrative: consumer via e-mail reported that the oral-b toothbrush heads were no longer staying securely attached to the oral-b genius x toothbrush handle and slipped off from the oral-b toothbrush hand piece mid-brushing. No injury was reported. 17-jun-2024 case update: the suspect product lot number was bh20750917. The concomitant product lot number was md25. No injury was reported. 09-jul-2024 case update via information initially received on 17-jun-2024: the suspect product was oral-b rechargeable toothbrush handle 3771. The concomitant products were oral-b power oral care refills floss action eb20, oral-b power oral care refills trizone unknown brush set 4ct, oral-b power oral care refills 3d white eb18prb brush set 3ct, and oral-b power oral care refills floss action eb25. No injury was reported. 09-jul-2024 amendment from information initially received on 17-jun-2024: the concomitant product lot (for oral-b power oral care refills floss action eb25) was t9302. No injury was reported. 07-aug-2024 case update from information initially received on 17-jun-2024: the concomitant product lots (for oral-b power oral care refills trizone unknown brush set 4ct) was 11np2 and (for oral-b power oral care refills floss action eb25) was y9302. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush heads have no longer been staying securely attached - oral-b [device connection issue] brush heads, slip off from the hand piece mid-brushing - oral-b [device breakage]. Case narrative: consumer via e-mail reported that the oral-b toothbrush heads were no longer staying securely attached to the oral-b genius x toothbrush handle and slipped off from the oral-b toothbrush hand piece mid-brushing. No injury was reported.